Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: investigation of the complaint was unable to be completed. The battery cap was found to be fused with the battery compartment. The pump was unable to be booted due to the fused battery cap. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient reported that he experienced a blood glucose of 30 mmol/l. The patient reported that he gave himself insulin via syringe and his blood glucose resolved to 7.2 mmol/l. The patient reported that he noticed his pump vibrate and it had lost power without his knowledge. He reported that he tried changing the battery but the issue did not resolve; the patient reported that he taped the battery cap to the pump. Upon review of the pump the patient reported that the yellow o-ring of the battery cap was visible and the battery compartment threads were found to be stripped.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.